Manufacturer narrative:
Patient identifier not available from the site. No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation. Site has not confirmed service.

Event description:
A medtronic representative reported that while in a functional endoscopic sinus surgery (fess) procedure the emitter was experiencing a communication error in the tracking details of the navigation system. The representative unplugged and replugged the emitter and the emitter went green for a second. The site then aborted navigation and the representative selected an emitter off another navigation system at the account which worked fine. The site resumed the case with navigation and were able to finish without issue. There was a reported delay to the procedure of less than 1 hour due to this issue and there was no impact on the patient outcome.